Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient had experienced a syncopal episode and was in the emergency room. System evaluation noted that the device had been programmed to aai configuration prior to the syncopal event. A review of ventricular lead impedance noted measurements greater than 2500 ohms. The physician is assuming the patient is in heart block as there was 1:1 conduction at 104 bpm and wenckebach started at 150 bpm.